Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, of an introducer needle detached from the applicator during removing the applicator. The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be determined. A root cause could not be determined.